Event description:
It was reported during device interrogation that the device was exhibiting oversensing due to noise. This oversensing resulted in inappropriate anti-tachycardia pacing (atp). Noise reportedly self-terminated and no intervention was performed. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.